Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. No unexpected hardware low level failures error during testing however, hardware low level failures error is found in the downloaded history files due to broken solder joints at pin on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure and received low battery. Customer¿s blood glucose level was 148 mg/dl. Customer stated that the not able to clear alarm. Customer received request to rewind insulin pump. Customer stated that they perform a self-test and the test did not pass. Customer stated that the second occurrence the passed the fill cannula test but failed self test and received another insulin pump error. Customer troubleshooting was performed. The insulin pump will be returned for analysis.